Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner 20 days after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 april 2022. Lot 1910315: (B)(4) items manufactured and released on 27-feb-2020. Expiration date: 2025-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 2111108: (B)(4) items manufactured and released on 29-nov-2021. Expiration date: 2026-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.